Event description:
A surgeon reported that the cartridge tip tore on an intraocular lens (iol) delivery system when the iol was entering the capsular bag. One haptic jammed in the cartridge and then broke. Removal of the lens was difficult and the pt subsequently developed corneal edema. Follow-up with the reporting surgeon indicates that it was the first time surgeon used the iol delivery system.